Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/23/2015.

Event description:
According to the reported, the sealing is twisted and leaky. Additional information is expected but has not been received.